Event description:
It was reported that this implantable lead was part of the infection allegation. Reportedly, the patient had a shock and inquired if this event could cause the heart rate increase. No adverse patient effects were reported. The implantable lead remains implanted.